Event description:
Upon removal from the package, the hemostasis valve was noted to be detached from the agilis handle assemble of three devices. A fourth device from the same lot was opened and used during the procedure.